Event description:
It was reported via repair work order that the side rail would not lock into place due to bent glide rods. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.